Event description:
The customer reported that when placing the single use distal cover on the duodenovideoscope, the cover split apart, widened and fell off. The issue occurred when preparing the device for use in a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. Another device was used to complete the procedure. The customer noted the issue had occurred previously. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The DHR was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause of the broken cover could not be determined since the device was not returned for evaluation; however, it's possible that the distal cover broke due to chemicals such as anti-foaming agent adhering to the cover or the cover was pushed in a diagonal direction when being attached to the scope. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.